Event description:
Healthcare professional reported a right side rupture and folds. Device has been explanted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: creases. Bubbles after autoclave disinfection process in the gel. A weight test of the device was verified, and the device was within specification. Creases/folding of implant condition that was indicated in the complaint was observed, nevertheless it is considered non-related to the manufacturing process, since the device was received out of their primary packaging and is an explanted device. Based on the device analysis the final assessment is: -no openings were found in the device. -creases/folding of implant condition was observed, nevertheless is not related to the manufacturing process. Reason for reoperation: rupture.